Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11april2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and the issue was resolved. The unit passed performance verification testing and was returned to service.

Event description:
It was reported that the customer was unable to calibrate the unit's touchscreen. There was no patient involvement. Event date not specified, estimate used.